Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information received in patient medical records indicates that patient underwent left total hip arthroplasty on (B)(6) 2002 and right hip arthroplasty on (B)(6) 2004. Patient's medical records also confirmed that a right hip revision procedure took place on (B)(6) 2007 due to infection. All components were removed and replaced with cement spacers. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Patient's legal counsel reported underwent a left hip arthroplasty on (B)(6) 2002 and right hip arthroplasty on (B)(6) 2004. Subsequently, patient had a two stage revision on (B)(6) 2007 and (B)(6) 2007 for an unknown reason. It is unknown which hip was revised. No further information has been provided to date. This report is based on allegations set forth from plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that patient underwent left total hip arthroplasty on (B)(6) 2002 and right hip arthroplasty on (B)(6) 2004. Patient's medical records also confirmed that a right hip revision procedure took place on (B)(6) 2007 due to infection. All components were removed and replaced with cement spacers. The component associated with this medwatch remains implanted as no revision procedure has been reported for the left hip. The medwatch report numbers associated with the right hip revision for this patient are as follows: (reference 1825034-2012-02003 & 1825034-2013-02147 / 02149).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information received in patient medical records indicates that patient underwent left total hip arthroplasty on (B)(6), 2002 and right hip arthroplasty on(B)(6), 2004. Patient's medical records also confirmed that a right hip revision procedure took place on (B)(6), 2007 due to infection. All components were removed and replaced with cement spacers. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Received information in operative records confirming which initial procedure was performed on the right hip.

Event description:
Patient's legal counsel reported underwent a bilateral m2a hip arthroplasty on (B)(6) 2002 and (B)(6) 2004. Subsequently, patient had a two stage revision on (B)(6) 2007 for an unknown reason. It is unknown which hip was revised. No further information has been provided to date. This report is based on allegations set forth from plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2012-02002 / 02003).